Event description:
The patient was seen at the implant center for device evaluation in 2001. Testing conducted at the center confirmed that device was no longer functioning. Revision surgery was scheduled.